Event description:
Event description guidant received information that this implantable pacemaker (ipm) exhibited a ventricular lead impedance of >2500 ohms in both bipolar and unipolar modes, as well as a loss of ventricular capture at maximum output. A review of the device's memory indicated that the high ventricular impedances were present for approximately four months (since the patient's previous follow-up).